Manufacturer narrative:
System analysis/service repair: the systems log files were reviewed and the reported error code was verified to have occurred only one time. They system was tested at various power levels, however the malfunction could not be reproduced. The rf power was found to give a lower than desired reading (55 w) and was adjusted to 65 w, and the emergency off switch was replaced. The system was tested and verified to specification.

Event description:
It was reported that during the case, the laser displayed "clean fiber tip" and went into standby mode. The fiber tip was cleaned; the case continued. The laser faulted a second time with the same warning; the surgeon requested that a second fiber be opened. The case continued with error code "171" appearing several times with the laser going into standby mode. The surgeon discontinued the greenlight procedure and completed the case by turp. Patient outcome: "no adverse outcomes" - there was no injury reported.